Event description:
It was reported that pump touchscreen was cracked and shattered after customer was playing a sport, causing display to be illegible and touchscreen to be unresponsive. Customer¿s blood glucose level reached 482 mg/dl due to inability to use pump. Customer gave correction insulin by injection using multiple daily injections and planned to use this method as backup insulin therapy, did not require emergency assistance, and was informed pump was out of warranty and not eligible for an out-of-warranty loaner pump.